Event description:
Healthcare provider experienced difficulty removing one of the catheters following a breast augmentation. Following several attempts, the surgeon removed the catheter intact after clipping sutures. Upon removing, the catheter was found to be twisted and looped. The doctor had placed the catheter in a blind fashion, which is contrary to the manufacturer's suggested use of direct visualization. Factors unrelated to the performance of the actual device itself, i.e. The technique used to place the catheters, appear to have contributed to the incident.